Manufacturer narrative:
Initial reporter address: (B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a 250ml eva (ethyl vinyl acetate) tpn (total parenteral nutrition) bag leaked at the orange connector. The issue was identified in the pharmacy prior to patient use. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Correction made to d4: lot #: 60281440 (previously submitted as asku); correction made to d4: expiration date: 01/31/2024 (previously submitted as ni); correction made to d4: unique identifier (UDI) #: (B)(4) (previously submitted as ni); correction made to f10/h6: component codes: replace g04034 with g04001. H4: the lot was manufactured between february 12, 2021 - february 14, 2021. H10: the device was received for evaluation. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. Functional testing was performed using tap water and a leak was observed at the spike port bonding area of the container. The reported condition was verified. The cause of the condition could not be determined; however, the most likely cause was due to inadequate or lack of cyclohexanone applied to the spike port cap tube when it was inserted to the spike port during the manufacturing process causing an incorrect bonding. This issue is being further investigated. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.